Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received discrepant low results for 1 patient sample tested for ise indirect na and k gen.2 on a cobas 8000 ise module. The initial sodium result was 113 mmol/l with repeat results of 144 mmol/l and 144 mmol/l. The initial potassium result was 3.5 mmol/l with a repeat result of 4.6 mmol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The sodium and potassium electrode lot information was not provided. The customer performed a precision run using a pooled serum sample and the results were acceptable. A specific root cause is unable to be determined since additional information requested for evaluation was not provided.